Event description:
It was reported by the treating physician in 2000 that the pt had a memorylens implant in 2000. Post-procedure, the pt developed a bullous keratopathy, acute corneal decompensation. The pt was seen by the doctor, and there was corneal periphery clearing. The doctor said the prognosis is poor and the pt may require an add'l procedure. The doctor said that he doubts this development is lens related.